Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual evaluation showed the pullwire was attached onto the one step delivery system wire loop. The device revealed the blue nylon coating of the pullwire had been peeled down to wire in multiple areas. A remnant of the peeled nylon coating was returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the percutaneous stoma measuring device, (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. A CAPA is ongoing related to this issue. A review of the device history record for lot 13810538 was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted the coating from the pull wire had peeled off. No coating fell into the patient. The procedure was completed with this pull wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted the coating from the pull wire had peeled off. No coating fell into the patient. The procedure was completed with this pull wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.